Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was successfully installed on the 13th july 2012 and performed to specification, alongside random manual power ons, up to the 15th november 2015. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between november 2015 and the 8th february 2016. The pad-pak became depleted during this time and a further pad-pak was installed. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device, the device was power cycled however most the instruction leds remained illuminated. The device gave a memory full warning and powered on automatically, this indicates a fault. A test pad-pak was installed, the device was power cycled however failed to shut down using the on/off button. This indicates a fault. The device was disassembled for investigation. Investigation found the reported fault can be attributed to membrane failure due to corrosion. This resulted in manual power ups of ten minutes duration being recorded. This confirms the reported fault.